Manufacturer narrative:
Returned device was received with a cracked enclosure. Outdated pcb, power switch, and front cover. Badly damaged tank cover. Worn and faded line cord. During the evaluation of the device it was found that the overtemp alarm sounding due to faulty pcb and leaking from crack in the enclosure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical fluid warmer beeping and leaking. No patient involvement.